Manufacturer narrative:
Section h the power conversion printed circuit board was replaced and the device returned to the customer for use. Section b b6. Coroner's report/cause of death aortic aneyrusm.

Event description:
Hospital personnel were attending to a pt experiencing a myocardial infarction. Two successful countershocks were delivered, however allegedly during a third attempt the device stopped charging and would no complete the charge. A back up device was obtained and used to continue treatment to the pt. The pt was not resuscitated. The risk manager reported the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on her assessment of the pt's viability and the immediate availability of a back up device.